Event description:
It was reported that the distal end of the catheter was detached. During a cerebral angiography, an imager ii angiographic catheter was used inside the patient's body, 3 centimeters of the distal end of the catheter broke off. This distal end of the catheter was removed with a surgical extractor for extracting foreign bodies. There were no signs of damage to the packaging and the device during preparation. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed the following: the distal 6cm of the device was completely separated. The separated ends were jagged and cracked. There was a kink 1cm from the distal tip. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the defect was noted while they were injecting the contrast medium and the device had came in contact with high temperatures during the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician used a 0.035¿ non bsc hydrophilic guidewire during the introduction of the catheter and an unknown curve guidewire to straighten the tip of the catheter. There was not any resistance encountered during catheter manipulation, no unusual occurrence during the procedure itself and the patient's vessel morphology was normal so it did not generate any difficulty.